Manufacturer narrative:
Batch review performed on 25 april 2022 lot 2111813: (B)(4) items manufactured and released on 16-sep-2021. Expiration date: 2026-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.